Event description:
Customer reported the system is displaying a joystick stuck message when joystick has not been used. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and had a new rui (joystick) console shipped to customer. Customer replaced the rui console. System operates as intended.